Manufacturer narrative:
The pacemaker was returned for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed,indicating no anomalies. An increase of the rv threshold was documented in the followup data, confirming the clinical observation. The header of the device was analyzed. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Using a heart simulator, a threshold test was performed. There was no indication of a device malfunction. In the further course of analysis, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
The device was explanted after 22 months due to high threshold. No known impact to patient.